Manufacturer narrative:
Additional information: a sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that the trocar valves were leaking during an unknown quantity of procedures. Additional information and product samples have been requested for this event. No updates have been received at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).